Event description:
Caller reporting on ICD pacemaker. He stated surgery was done (B)(6) 2011 to implant device. On (B)(6) 2014, caller went for an ablation procedure on his heart. He had a f/u appointment 7 days after ablation procedure to interrogate the pacemaker. The physician was unable to interrogate pacemaker. The pacemaker was not responding. On (B)(6) 2014, he went to bond clinic to see a st jude technician who advised the device needed to be replaced immediately. The device was replaced (B)(6) 2014 and he is due for f/u on (B)(6) 2014. The explanted device is currently with MFR being evaluated. The caller wanted to know if anyone else has had a similar experience and if the ICD failed due to the ablation procedure he had.